Manufacturer narrative:
The product was not returned for analysis.¿ investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure the plunger of the injector passed over the surface of the optic, causing a scratch on the lens. The surgeon suspects that the event was caused by the plunger positioned faulty or bent. Additional information was requested, but further no information was available.

Manufacturer narrative:
Correction information was provided in h.8 and h.6. On initial MDR the product code of 1234 was an error. It has been changed to 4010. Additional information was provided in h.3, h.6 and h.10. Two opened handpieces were received for the report of passed over surface of optic causing a scratch.. The returned samples were visually inspected and found to be conforming. A dimensional plunger height test was performed and found to be conforming for both samples. Finally, a functional thread engagement and plunger movement test was performed and found to be conforming on both samples. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The injectors were manufactured in september 2021. The returned samples were found to be conforming for all visual and dimensional inspections, as well as functional tests, associated with the reported event, therefore the plunger passing over the optic and causing a scratch as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).